Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. A system check was performed using the current supplies and the occlusion alarm did not reoccur during the system check. A supply change was performed to address the current occlusion. Customer's blood glucose (bg) level was in the 600's mg/dl range and ketone levels were high. Supply changes were performed, correction boluses were delivered and manual injections were administered to address bg. Reportedly, the customer reverted to manual injections for insulin therapy.